Event description:
It was reported that the customer noticed there was no power on the insulin pump. Customer stated that normally when she has a low battery, the pump will alarm her, but this time it did not. Customer's blood glucose level was 400 mg/dl. Customer was using a aaa energizer battery. Customer stated that there were not any unattended alarms. Customer has already put in a new battery. Customer was advised to monitor the pump. Event occurred on (B)(6) 2014. Customer will be sent a replacement battery cap. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.